Event description:
It was reported that an ilet user experienced a nonfunctional sleep/wake button that required prolonged pressing and then ceased to respond, despite confirming proper tap technique, vibration feedback absence, extended press attempts, adequate charge with visible lock screen, device cleanliness, and case removal. Symptoms included no adverse clinical effects, with blood glucose levels unaffected and no alarms reported. Outcomes included a replacement device arranged and instructions provided for shutdown, data syncing to the mobile app, cgm continuity, shipment, and return. Investigation included guided troubleshooting and education to rule out user technique, environmental contamination, power state, and accessory interference. Investigation of this device was confirmed and revealed a device mechanical or electrical failure of the sleep/wake control component that prevented activation, which persisted after all troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was an uncontrolled nonconformity of the sleep/wake button mechanism or associated circuitry.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."